Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The date of report in the initial MDR was inadvertently indicated as 8/8/2019. The correct date of submission is 8/9/2019. Date of this report: 8/9/2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: exact ages unknown, not provided, the information provided is that all patients were less than 18 years of age. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Serial#: unknown/not provided. Catalog#: catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; if explanted; give date: unknown/not provided. The shunt products are not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending, for this device will not be performed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Ozgonul, c., besirli, c.g., bohnsack, b.l., (2017, april) combined vitrectomy and glaucoma drainage device implantation surgical approach for complex pediatric glaucomas. Journal of aapos, 21(2), p.121-126. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The publication reports 3 cases of decreased vision, one of which lost 3 lines of bcva; 1 intraoperative choroidal effusion that resolved spontaneously, 4 cases of hypotony, 1 vitreous hemorrhage, 1 retinal detachment that required additional surgery, and 4 cases of uncontrolled intraocular pressure requiring additional surgery.